Event description:
It was reported that during a routine follow-up visit oversensing was observed on the right ventricular (rv) lead. The left ventricular (lv) lead showed varying and high lead impedance and high threshold. Under fluoroscopy the physician observed that both the rv and the lv lead were dislodged. A lead revision will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5568-53 implantable pacing lead 2012 (B)(6); 6947-65 implantable tachy lead 2012 (B)(6); (B)(4), 2012 (B)(6). (B)(4).